Manufacturer narrative:
Complaint conclusion: as reported, upon opening, a 6f standard avanti + sheath introducer with .038-inch guidewire was found to be abnormally packaged by the "sealing ring opening" on the outer bag. There were no reports of patient injury. Without the return of the device or images for analysis, the reported customer event ¿packaging/pouch/box-compromised sterility¿ could not be confirmed. Shipping, handling or storage factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, upon opening, a 6f standard avanti + sheath introducer with .038-inch guidewire was found to be abnormally packaged by the "sealing ring opening" on the outer bag. There were no reports of patient injury. The hospital reported it as an adverse event to the china nmpa directly. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.